Manufacturer narrative:
Unique identifier (UDI)#:(B)(4).

Event description:
The customer stated that the digits on the result display of the coaguchek xs meter serial number (B)(4) were beginning to fade. The customer ran a display check and all segments of the display were present, but were fading. The customer had already changed the batteries of the meter. There were no signs of moisture or debris on the meter. The customer cleaned the meter contacts with an eraser and then re-inserted the batteries. The same issue still occurred. The customer's product was requested for investigation. Upon initial investigation of the meter, a display check was performed. The bottom segments from the result display were missing and could possibly lead to misinterpretation of test results. The meter was further investigated. A hardware test was performed and an error analysis of electronic devices was performed. It was determined that there was a defect of the circuit board or an electronic component on the circuit board. The failure is not a systematic failure.

Manufacturer narrative:
A patient risk due to incorrectly reading displayed values can be excluded as no meaningful result is displayed.